Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support was taken to perform a computed tomography(CT) scan and it showed that the patient had experienced a frontal lobe infarct. Cause and severity were undetermined at the time.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.